Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had woken up feeling palpitations when the implantable pulse generator (ipg) device runs the check for right atrial (ra) lead position. The position check test was turn off. This device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: w1dr01ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had woken up feeling palpitations when right atrial (ra) lead position check runs. The ra lead was reprogrammed to turn off this feature. This lead remains in use. No further patient complications have been reported as a result of this event.